Event description:
It was reported that the back of the ilet pump separated after an adhesive clip was applied and removed, which pulled off the rear panel and the identifying sticker, after which the device would not indicate charging while the charger showed a solid green light and could charge a phone. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of the information provided by the user. Investigation of this case revealed no findings available, and the reported device problem and component details were limited due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.